Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was used for a surgical task and the clip would not close. Use of the instrument was discontinued, and it was replaced with a backup. The user completed the procedure using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the medium-large clip applier instrument was found to have no damage. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional.